Manufacturer narrative:
Findings: unit passed the displacement, rewind, basic occlusion and prime test. Unit had motor error stuck in motor error alarm loop during bolus delivery and alarm found in history file. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 20 mmol/l. The device was returned for analysis.